Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Another contact info: (B)(6). It was reported that the cardiosave intra aortic balloon pump (iabp) malfunctioned during use, possibly due to blood entering the device following a balloon rupture. Clinical staff replaced the machine, and therapy was continued without interruption. No patient harm was reported. The contaminated components were discarded and were not available for evaluation. The safety disk and patient interface module were found to be contaminated and were subsequently replaced.

Event description:
It was reported that during use, the balloon catheter had blood back issue. Blood possibly got into machine when balloon ruptured. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusion). The related pump complaint stated that balloon details were not available.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation).

Event description:
N/a.